Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Engineering also found the distal pulley had indentations/burrs. The distal idler pulley on which the broken cable was seated had a section that was bent inwards. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found the instrument main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .115 - .230 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during reprocessing the da vinci si large needle driver instrument was noted to have frayed wires. No patient harm, adverse outcome or injury was reported.